Manufacturer narrative:
Diagnostic review by ge healthcare recommended replacement of the carrier board to resolve the reported event. The customer did not accept ge healthcare proposal for repair. No further repair information available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
#12 the hospital reported the unit shutdown and lost the ability to mechanically ventilate. There was no report of patient involvement.